Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure an attempt was made to use one onyx frontier coronary drug eluting stent to treat a moderately calcified, mildly tortuous lesion with 60-70% stenosis in the proximal circumflex (cx) artery when the balloon detached during delivery through the vessel. The detached portion of the device remained in the patient after an unsuccessful attempt to remove the stent with a snare. The device was inspected prior to use with no issues. Negative prep was performed prior to use with no issues. The lesion had been pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The device was not kinked and re-straightened during use. The patient is alive with no further injury.

Manufacturer narrative:
Additional information: it was later clarified that only a stent dislodgement from the catheter occurred. The dislodged stent was crushed and pushed against the vessel. Another stent was placed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: stent dislodgement occurred during the attempt to deliver the stent to the lesion. A non-medtronic stent was placed with no issues being delivered and deployed. Resistance was not noted during withdrawal of the device. Annex d codes. Correction: d.6a: implant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.